Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include: gff, gfa, and hsz. (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a total hip replacement (thr) procedure on (B)(6) 2016. To prepare the acetabulum for reaming and insertion of an acetabular cup, the surgeon used a 2.5mm drill bit to pre-drill the peri-acetabular osteophytes prior to their removal. The surgeon had drilled three (3) osteophytes, then noticed that the end of the drill bit had broken off. Removal of the broken fragment was not noted. The procedure was completed without delay with the use of another 2.5mm drill bit. This report is 1 of 1 for (B)(4).